Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5086856) on 03-jun-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('lots of pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included glimepiride (glimepirid), lisinopril and metformin. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), menorrhagia ("horrible periods that lasted weeks at a time"), insomnia ("couldn't sleep"), abdominal pain lower ("sever lower abdominal pain"), back pain ("back pain"), headache ("constant headache"), loss of libido ("complete loss of sex drive "), disturbance in attention ("couldn't fous on something for a long period"), alopecia ("my hair was falling out") and memory impairment ("I could barely remember what I had dinner the night before") and was found to have weight increased ("weight gain"). The patient was treated with surgery (had to have hysterectomy). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain, menorrhagia, insomnia, abdominal pain lower, back pain, headache, weight increased, loss of libido, disturbance in attention, alopecia and memory impairment outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, alopecia, back pain, disturbance in attention, headache, insomnia, loss of libido, memory impairment, menorrhagia, pelvic pain and weight increased with essure. The reporter commented: an intervention, hospitalization & serious injury was mentioned but not specified and/or assigned to one of the event. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5086856) on 03-jun-2019. The most recent information was received on 07-jun-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('lots of pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included glimepiride (glimepirid), lisinopril and metformin. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), menorrhagia ("horrible periods that lasted weeks at a time"), insomnia ("couldn't sleep"), abdominal pain lower ("sever lower abdominal pain"), back pain ("back pain"), headache ("constant headache"), loss of libido ("complete loss of sex drive "), disturbance in attention ("couldn't focus on something for a long period"), alopecia ("my hair was falling out") and memory impairment ("I could barely remember what I had dinner the night before") and was found to have weight increased ("weight gain"). The patient was treated with surgery (had to have hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, insomnia, abdominal pain lower, back pain, headache, weight increased, loss of libido, disturbance in attention, alopecia and memory impairment outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, alopecia, back pain, disturbance in attention, headache, insomnia, loss of libido, memory impairment, menorrhagia, pelvic pain and weight increased with essure. The reporter commented: essure removal performed 7 years after implantation (discrepancy to insertion in 2010). An intervention, hospitalization & serious injury was mentioned but not specified and/or assigned to one of the event. Most recent follow-up information incorporated above includes: on 7-jun-2019: due to internal review it was detected that this case was a duplicate to record# (B)(4) to which all information was transferred. Then this case ((B)(4)) will be deleted incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.